Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During reaming error messages popped up and the arm locked, a hard reboot was performed successfully but the surgeon decided to convert to manual due to time constraints was . The outcome of the case was successful.

Manufacturer narrative:
Reported event: the reported device is a 3.0 rio® robotic arm - mics, catalog: 209999. Device evaluation and results: at the time of the incident a hard reboot was performed and the arm was homed successfully. A subsequent review of the error codes from the system confirmed that error numbers 21 and 26 were displayed on (B)(6) 2016. Device history review: a review of the DHR associated with rob 159 found qips passed with the following notes or comments, (B)(4) the issues noted in the npr's were not related to the one noted in this complaint. Complaint history review: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding rio rob 159 having error messages #21 & #26 while reaming. There were two other reported events for the listed catalog number including (B)(4). Conclusions: the failure mode of a error codes 21 and 26 occurring and the arm locking up during burring was confirmed. The system was rebooted and the arm was restored to full function. A decision was made to finish the case with manual instruments and the outcome was successful. Corrective action/preventive action: no further action is required at this time.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During reaming error messages popped up and the arm locked, a hard reboot was performed successfully but the surgeon decided to convert to manual due to time constraints was. The outcome of the case was successful.